Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. Customer's blood glucose value was 194mg/dl. Customer stated that the drive support cap was normal. Insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr. Unable to confirm compromised force sensor system alarm due to motor error alarm. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.